Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care professional (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Hcp reports they were told by pt that pt's system quit working and the leads disconnected about a year a half ago. Caller doesn't know what pt meant by the leads becoming disconnected. Pt called back and repeated previously documented event. Pt said they will have an MRI and they needed assistance with MRI mode. During the call. Patient was charging the implant and confirmed that the controller battery was at 90% while the implant was recharging red with excellent quality. Agent advised pt to charge the implant first and agent reviewed MRI mode.